Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not infusing correctly during medication treatment. The non-baxter secondary set was not pulling fluid through the intravenous line. Follow up with the reporter revealed that the issue was resolved when the user facility stopped using the non-baxter secondary sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.